Event description:
It was reported by the user facility that a pt who underwent a catheterization procedure in 2008 in which the mynx device was used, was diagnosed with a pseudoaneurysm requiring vascular repair. Multiple unsuccessful attempts were made to obtain additional patient and procedural info. No further info has been provided.

Manufacturer narrative:
The device was not returned to aci for evaluation, and the lot number was not provided for lot history review. Multiple unsuccessful attempts were made by accessclosure, inc. To obtain additional patient and procedural information. Based on the information provided and the investigation performed, the root cause of the pseudoaneurysm could not be determined.